Event description:
It was reported that during the procedure for treatment of the right internal/common carotid artery, a 6-8x40 rx acculink stent was implanted. The patient became hypotensive during the procedure. Treatment consisted of phenylephrine and dopamine. The patient was discharged to home one day post-procedure and hypotension resolved without sequela on (B)(6) 2013. Reportedly, the hypotension was possibly related to the procedure but was unrelated to the acculink stent. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.